Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints reported from this lot. Based on the information provided, the entrapment between the nav6 embolic protection system (eps) and non-abbott balloon dilatation catheter (bdc) resulting in unexpected medical intervention was related to case circumstances. It is likely that inadvertently advancing the non-abbott balloon dilatation catheter (bdc) too close to the eps resulted in inadequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device causing the tip of the bdc to become stuck on the proximal neck of the filtration element assembly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in superficial femoral artery (sfa) with mild tortuosity and heavy calcification. The large emboshield nav6 embolic protection system (eps) was advanced to its intended location and a non-abbott balloon dilatation catheter (bdc) was advanced; however, the physician advanced the bdc too close to the eps and the tip of the balloon became caught in the filter of the eps. Therefore, an a .014 non-abbott guidewire was advanced to separate and remove the balloon from the filter. The eps was retracted and removed without further issue. There was no adverse patient sequela. No additional information was provided.